Manufacturer narrative:
A field service engineer from quest medical will travel to the facility to evaluate the device. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the console would not deliver crystalloid during a case and kept switching to all blood. The console was switched out and the case was completed without further issues. There were no reported patient complications.

Manufacturer narrative:
The log data for the device was reviewed and messages of "crystalloid low" and crystalloid empty " were seen in the log. However, a b:c ratio cannot be set with no crystalloid. The pump was run during the investigation and no errors were found. The suspected root cause of the alleged issue is user error. The mps manual is provided to customers for directions on how to use the mps system.